Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it powered off by itself unexpectedly. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off by itself was confirmed. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Manufacturer narrative:
H6: ventec received new additional information from the initial reporter which advised that there was patient involvement associated with the reported event. There was no patient harm as a result of the reported issue. The patient was placed on their backup ventilator for support. As a result of this new information, sections a1 (patient identifier), a2 ( age at time of event), a3a (sex), a3b (gender), a4 (weight), a5 (ethnicity), a6 (race), and b7 (other relevant history) have all been updated, accordingly. In addition, the initial reporter advised that the date of event was actually 06/05/2025. Section b3 date of event has been updated from 06/10/2025 to 6/05/2025.